Event description:
It was reported to physio-control that there was smoke coming from the customer's device during synchronize cardioversion. In addition, the service led on the device was on, and the device had logged multiple event codes. During device evaluation, it was observed that the therapy pcb had been severely damaged and that the device would likely not provide defibrillation therapy if needed. There was patient use associated with the reported event however, no information regarding patient details and outcome was provided.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent observed that a diode, designator cr44 on the therapy pcb assembly had shorted and caused excessive damage to the therapy pcb assembly. Once the third-party service has replaced the therapy pcb assembly and has observed proper device operation through functional and performance testing, the device will be returned to the customer for use. The likely cause of the reported failure was due to a diode, designator cr44 on the therapy pcb assembly having shorted.